Manufacturer narrative:
Updated section h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The product was not available for evaluation, however an image was provided for review. Based on the image evaluation, the image confirmed the alleged complaint as it was observed that the total hemoglobin (thb) value measured by the monitor was higher than the value from the blood gas sample entered by the user. However, product nonconformance was unable to be confirmed as the device was not returned. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Event description:
As reported, during this target market release (tmr) on a mitral valve replacement with pseudoaneurysm case, the total hemoglobin (thb) value was higher (10.7 g/dl) on the hemosphere alta monitor when compared to the value obtained from the blood gas sample (7.9 g/dl). The values trend remained straight and constant during the whole procedure even if the sensor may not stick perfectly. After recalibrating the monitor, thb values matched to the ones provided by the blood gas. There was no error message displayed. The patient was not treated according to the inaccurate values. There was no patient movement. There was no allegation of patient injury. The device was not available for evaluation since this is a tmr.